Event description:
Customer reported that the pump was exposed to water, causing the screen to become unresponsive and eventually turn off, although the pump itself remained on without a display. There was no adverse impact to the customer's blood glucose level. Customer was advised to use multiple daily injections (mdi) as a backup insulin therapy, and tandem technical support arranged for a replacement pump to be sent. Customer was given instructions on how to store the malfunctioning pump and return it within 10 days using a pre-paid label, and they were also informed about available training for the updated software of the replacement pump.